Event description:
Device has been confirmed and capturing the device as non-allergan. Updated event to no complaint against the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.